Event description:
It was reported that during percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed lesion being treated was located in the moderate calcified and moderate tortuous left brachial vein, shunt. The 6.0 x 40/80 sterling over the wire balloon dilation catheter was advanced through the brachial vascular access site with the intended use to pre-dilate the lesion when the balloon ruptured at 11 atm on the first inflation. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
Patient's age at the time of the event was 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).